Manufacturer narrative:
Device history record (DHR) review will be sent in a follow up report.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the user reported that during the procedure the driver was not working and kept getting an error message. Happened halfway through a 2 site procedure, the first site was completed and the 2nd site was rescheduled. A field engineer examined the equipment and determined that the driver needed to be replaced. Driver was replaced and now is functioning correctly. System met the manufacturer´s specifications. No other information available.